Event description:
Clinical study: it was reported that 403 days after a coronary artery drug eluting stenting procedure the pt underwent a target vbessel reintervention (tvr) of the proximal left anterior descendintg artery (lad). The index procedure treated one target lesion. Target lesion 1 was a 3.0 mm vessel diameter, 100% stenosed region of the mid lad. The physician predilated the lesion prior to placing one taxus express2 8.8% 3.0x32 mm (lot 6126477) drug eluting stent without complication. The drug eluting stent was post dilated after deployment. The pt was discharged from the hospital one day post index procedure receiving plavix, asa, and lipitor. Four days post index procedure the pt underwent a revascularization of the proximal lad that was not related to the index implant. The physician placed one taxus express2 8.8% 3.0x12 mm (lot unknown) drug eluting stent. The site reported that the pt underwent a tvr of the proximal lad 403 days post index procedure to alleviate proximal edge restenosis of the taxus stent placed in this location. The physician treated this lesion by placing one taxus stent in the proximal lad. The pt was discharged from the hospital one day post tvr.

Event description:
It was further reported that target lesion 1 was 30.0 mm in length and residual stenosis was 0% following arrive stent implantation. The pt was readmitted, 403 days post index procedure, after developing ischemic changes and chest discomfort during an exercise stress test 400 days post index procedure. ECG showed new minimal t wave inversion in a vf. Cardiac catheterization revealed that the rca was normal, the lcx was normal, and the lad had 60-70% stenosis proximal to the existing stents. A 3.0x12 mm taxus stent was deployed in the proximal lad with 0% residual stenosis 403 days post index procedure. The pt was discharged on asa and plavix. In the opinion of the physician there was a probable relationship between the event and the taxus stent.